Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine transplant. There were no reported device issues and no alarms. The patient had not been symptomatic. During the manufacturer¿s preliminary investigation of the returned pump, thrombosis was found.

Manufacturer narrative:
Examination of the proximal edge of the inlet tube revealed a thin, strongly adhered deposition of tissue. A ring of adhered, white, tissue-like deposition mixed with blood was present on the interior of the inlet tube, partially occluding the blood flow path. A ring of similar deposition was present on the interior of the inflow graft and around the distal side of the inlet elbow, partially occluding the blood flow path. Similar deposition was present on the interior of the outflow graft attachment and outflow elbow. The observed depositions were adhered to the pump surfaces, lacked lamination, and appeared to have been exposed to a fixative agent. Although a specific cause for their development could not be determined, the depositions appeared to have originated in the observed locations. Examination of the body of the rotor revealed a deposition of blood that appeared to have been exposed to a fixative agent. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided.

Manufacturer narrative:
Approximate age of device - 1 year. The device was returned to the manufacturer but evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.